Manufacturer narrative:
Unit passed displacement test, displacement accuracy test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. Unit passed dat test at 0.0872 inches. Unable to confirm units of normal bolus was delivered on (B)(6) 2025 due to insufficient history data. No prime fill anomaly noted during test. No pump errors listed in the pump history download. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay. Pump passed required testing, and no prime fill anomalies noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and customer was unable to exit load reservoir process. The customer reported blood glucose level of 481mg/dl. It was unknown how the customer was treated for hyperglycemia. The event involved product(s) mmt-1886. Troubleshooting was not performed for hyperglycemia. It was unknown whether customer was using the insulin pump system within 48 hours of the reported event. It was unknown whether customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for the prime anomaly. Attempted to complete again but pump could not complete the load reservoir process. No further patient complications were reported. Mmt-1886 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.